Manufacturer narrative:
The unit was received with a blank display due to corroded battery cap contact. The unit was tested using a new battery cap and passed functional tests including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The unit functioned properly. However, the unit was received with intermittent button response during testing due to flattened dome switches on the up arrow button, down arrow button, esc and act buttons. The following physical damage was noted during visual inspection: minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A stripped battery cap coin slot was noted. An lcd connector was inspected and no anomaly was noted. (B)(6).

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery corrosion. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the issues. There was battery acid identified in the battery chamber. The battery cap was also damaged. The insulin pump was returned for analysis.